Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation when placing a farawave catheter inside a faradrive steerable sheath, it was noticed that during aspiration of the sheath, air continued to enter the sheath as the catheter was advanced. The user noted a potential valve failure. The sheath was exchanged with another sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
H3: device eval by manufacturer? - updated. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation when placing a farawave catheter inside a faradrive steerable sheath, it was noticed that during aspiration of the sheath, air continued to enter the sheaths the catheter was advanced. The user noted a potential valve failure. The sheath was exchanged with another sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further confirmed that no air was seen to enter the patient.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation when placing a farawave catheter inside a faradrive steerable sheath, it was noticed that during aspiration of the sheath, air continued to enter the sheaths the catheter was advanced. The user noted a potential valve failure. The sheath was exchanged with another sheath, and the procedure was completed successfully. No patient complications were reported. It was further confirmed that no air was seen to enter the patient.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation when placing a farawave catheter inside a faradrive steerable sheath, it was noticed that during aspiration of the sheath, air continued to enter the sheaths the catheter was advanced. The user noted a potential valve failure. The sheath was exchanged with another sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further confirmed that no air was seen to enter the patient.

Manufacturer narrative:
B5: describe event or problem- updated.